Event description:
During a coronary drug eluting stenting treatment procedure there was stent damage. The target lesion located in the right coronary artery (rca) was being treated for restenosis of a previously placed johnson & johnson cypher drug eluting stent. The rca was predilated twice using a maverick balloon and a taxus express2 3.0x32mm drug eluting stent was advanced, but there appeared to be another stent in place proximal to the cypher stent that the taxus stent got hung up on. Upon removal of the taxus stent the physician noticed that the stent was frayed. The physician successfully deployed a 2.75x32mm taxus and completed the case without any complications. The pt was reported as ok.